Manufacturer narrative:
Additional information: the 16mm abre venous self-expanding stent was explanted and the 12mm abre stent was not explanted due to in-stent restenosis. The physician chose to explant, resulting in improved flow. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a 12mm abre venous self-expanding stent systems followed by a 16mm abre venous self-expanding stent systems were deployed in the left proximal iliac vein. A 9fr sheath and a 0.035 nitrex guidewire were used. The devices were prepped per the IFU. The procedure involved pre-dilation with poba using fortrex 6mmx100mm, 8mmx100mm, 10mmx80mm, 12mmx80mm and a non-medtronic 14mmx40mm balloons, and post-dilation of the stents. Stent recoil was reported. The patient experienced acute stent thrombosis within 0-24 hours post stent implantation. Reinterventions with catheter aspiration thrombectomy and angioplasty were performed on day 2, day 3, and day 5. The 16mm abre stent was explanted. No further patient injury reported.

Manufacturer narrative:
Image analysis three images and one video were provided for evaluation. In the images you can see a guidewire and a stent. In the video you can see blood flowing through the stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.